Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a coronary procedure to treat target lesions in the distal right coronary artery and posterior descending artery via radial approach. The 2.25 x 12 mm xience alpine was advanced into the patient anatomy; however, due to the patient anatomy, it was unable to cross to the target lesion. Resistance was noted during withdrawal, due to heavy calcium and a separation occurred when the device was in the patient arm. The separated segments were removed using a snare device and no portion of the device remained in the patient anatomy. There were no adverse patient sequela and no clinically significant delay. No other devices were able to cross the target lesion and the patient was managed medically. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling and the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. (B)(4).